Event description:
The customer reported a backup battery malfunction. The fse clarified when the power is disconnected, the device switches off. The customer reported there was no patient involvement.